Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt allegedly received an implant on (B)(6) 2015 due to a motorcycle accident and to prevent blood clots. Pt alleges shortness of breath, chest pains. Pt further alleges pain in the right leg and side, difficulty walking and sleeping due to pain and right leg goes out.

Manufacturer narrative:
Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿shortness of breath, pain, difficulty walking and sleeping". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported pain, shortness of breath are directly related to the filter. Unknown if the reported difficulty walking, sleeping is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 29mar2018 as follows: pt allegedly received an implant on (B)(6) 2015 via the right common femoral vein.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: org/vc perforation, tilt, shortness of breath, pain, difficulty walking/sleeping, fear. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported shortness of breath, pain, difficulty walking/sleeping, fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient allegedly received a gunther tulip inferior vena cava (ivc) filter via the right common femoral vein due to deep vein thrombosis (dvt) risk. The patient alleges vena cava perforation and tilt.the patient further alleges fear. (B)(6) 2020 per CT abdomen without contrast: "the apex of the ivc filter is at the center line of the entrance of the left renal vein. The apex is 27 mm above the appearance of the right renal vein.15 of leftward tilt of the apex of the ivc filter. No fracture of the components of the filter. One of the filter legs contacts the posterior wall of the duodenum". (B)(6) 2020 per CT abdomen without contrast (report from ct2): "the filter cone lies against the left ivc wall. The right sided strut has both penetrated through the ivc 8 mm, coronal image 30. The left sided strut has both penetrated through the ivc 7 mm, coronal image 29. The posterior strut has penetrated 5 mm through the ivc wall, sagittal image 34. The anterior strut has penetrated 10 mm through the ivc wall and into the duodenum, sagittal image 35 and coronal image 32".